Event description:
Just received four (4) new binaxnow covid-19 tests via usps (united states postal service). They arrived with an expiration date of 2023-07-19. Already expired. They are not on the FDA (food and drug administration) extended date listing. Obviously not usable as they have expired. Really wonder why they were sent out. What I got was the abbott binaxnow covid-19 antigen self test, ref # (B)(4), expiration 2023-07-19, lot #203278. Reference report: mw5146920.